Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on the bd plastipak¿ syringe became faint around the 0.5 mark, and were missing below the 0.3 mark. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about a scale marking issue of syringe. The customer uses this product for covid-19 vaccination. According to the customer's report, the scale starts to become faint from around unit 0.5 and is completely missing below unit 0.3, which is the important indicator for injection."

Manufacturer narrative:
H.6. Investigation: one sample and photo received for investigation, upon visual inspection of the sample it can be observed the scale of the syringe is partially printed. A device history review was performed for lot 2008003, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Possible root cause is associated with the marking process, this defect appear during marking process. Ink is transferred by a pad to the barrel and subsequently died with uv light. If ink is not correctly transferred to the barrel due to a misalignment of the pad, the defect noticed by customer may appear.

Event description:
It was reported that the scale markings on the bd plastipak¿ syringe became faint around the 0.5 mark, and were missing below the 0.3 mark. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about a scale marking issue of syringe. The customer uses this product for covid-19 vaccination. According to the customer's report, the scale starts to become faint from around unit 0.5 and is completely missing below unit 0.3, which is the important indicator for injection."